Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. Event date: unknown. This report is for one unknown dhs screw. Part and lot numbers are not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a part number the 510(k) cannot be identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. Synthes manufacturing location and date of manufacture are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery and implant removal was performed on (B)(6) 2005 to address malunion, shortening of the fracture (limb shortening), implant migration, pain with ambulation, and post-traumatic degenerative joint disease of the hip. The patient was initially treated for a femoral neck subcapital fracture and underwent reduction and hip pinning with an unknown synthes dynamic hip system (dhs) screw. The patient complained of symptomatic hardware, limp, shortening of the left leg and pain with ambulation on an unknown date. Malunion, migration of implant proximally, and post-traumatic degenerative joint disease were discovered on an unknown date. The patient underwent revision surgery on (B)(6) 2005 and was revised to a left total hip arthroplasty using a depuy pinnacle system (non-synthes) and an unknown synthes wire system. The synthes dhs screw was removed. The subsequent events have been captured by depuy: during surgery, a small crack in the medial calcar (in non-synthes product) was found after sleeve was seated. Post-operative x-rays on unknown date confirmed that femoral stem and acetabular component were completely loose. There is no malfunction associated with unknown synthes wire. The patient was revised on (B)(6) 2016 to explant depuy total hip arthroplasty and implanted with non-synthes implants and cables. Surgical delay/complications and patient outcome are unknown. This report is for one unknown dhs screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Patient weight is reported as (B)(6). Unit is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.